Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
It was reported that in 2005 the patient presented to the doctor with complaints of experiencing pain when she would lie down, causing her to vomit profusely. During her first consultation, the doctor immediately recommended that the patient undergo surgery to correct her pain. Doctor performed surgery on the patient, consisting of a lumbar spinal fusion through posterior surgical approach with implanted hardware at c1, c2, c3, and c4, during this surgery infuse was used. Two days post-operative after being discharged, the patient began vomiting. Since her surgery with the doctor the patient is in more pain than prior to treating with him. She has limited movement in her neck, especially back and forth. She has pain when she undertakes normal activities. The patient has significant pain when she is looking down. The patient feels miserable, she is constantly in pain, she has tingling in her arm, she cannot play sports, and she also suffers from anxiety and low self-esteem.